Manufacturer narrative:
Product analysis: analysis was able to confirm the external pulse generator (epg) displayed an error code. Analysis also noted the hanger was broken and both output connectors were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.